Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported through our (B)(4) affiliate, the labeling on a 29mm sapien 3 valve box did not match the labeling on the implant card (26mm sapien 3); the valve was crimped but not used on the patient. A new valve was opened and used for the procedure.

Manufacturer narrative:
Additional information obtained clarified that only the stickers with implant information were incorrect. The valve was the correct size, the jar containing the valve was correctly labeled, and the kit was correctly labeled. The correct valve was implanted, and risk to implant an incorrectly sized valve in this scenario is low. As such this MDR was reported in error and a corrected supplemental report is being submitted.